Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion. The information to enable further investigation, such as a kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as no information was provided for investigation. Similar product to 190-000.

Event description:
The customer reported a false positive patient result with the ID now covid-19 assay performed on (B)(6) 2022. Repeat testing was not performed. Pcr confirmation testing was performed on the same day, that generated a negative result (CT values not provided). The patient was reported to have been asymptomatic and known to have been covid-19 positive in the past (within 3 months of testing). No additional patient information, including treatment and outcome, was provided.